Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with dry eye on both eyes after a laser treatment. A brief description from the surgery center indicated the patient was seen 2 days prior to treatment and had a history of dry eye syndrome. The surgery center reported at a post op exam, the dry eye was still present. The patient¿s chief complaint was of the dry eye and commented that longstanding dry eyes; worsen after the lasik treatment. The patient understood the current state is due to dryness and is fine with current follow up schedule. The patient experienced loss of best corrected visual acuity. The surgery center reported the event was lasting and disabling, significantly interfering with daily activities. Topical steroid dosage was increased to resolve symptoms. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -8.50 x -2.50 x 10, left eye pre-op 20/20 -12.25 x -2.50 x 150. Bcva from (B)(6) 2017: right eye post-op 20/15 .00 x .00 x 90, left eye post-op 20/15 .00 x .00 x 90. Bcva from (B)(6) 2017: right eye post-op 20/150 , left eye post-op 20/100.

Manufacturer narrative:
In further review it was discovered the serial number provided in the in the initial report was incorrect. The correct serial number is provided in this follow up report. As a result of the corrected serial number the following fields have been updated accordingly. (B)(4). Device manufacture date is 05/31/2008. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.